Event description:
Seroma as one week after drain removed; evacuated. Pt desires removal implant due to fear of delaying chemo and delayed healing. 50cc serous in implant cavity; implant noted as intact by md.